Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Simulated induction testing was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Manufacturer narrative:
This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that a health care professional (hcp) was performing a postural assessment and lost telemetry with this subcutaneous implantable cardioverter defibrillator (s-ICD). The patient left and no further troubleshooting was performed. The s-ICD was later explanted without any further allegations being made against it in relation to this event. No adverse patient effects were reported.